Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the sample showed that there was appeared to be a black stain in the extension tube, which was identified as burnt resin from the molding process. The extension tube is supplied to us by a third-party supplier, and they have been made aware of this issue. A retraining of manufacturing personnel associated with the assembly process was performed to address this issue. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 16cm white- foreign matter. Verbatim: foreign object in connector.